Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2012 the patient underwent surgeries for the following: two (2) stabilizations were performed. Hybrid type veptr (size 10) was applied, ranging from the left 5th lib to the ileum. Hybrid type veptr (size 7) was applied, ranging from the left 7th lib to the 3rd lumbar spine. On (B)(6) 2012, a decrease in mep was noticed. On (B)(6) 2012, the poser-operative infection on the wounded area was confirmed. A necessary treatment (unknown treatment details) was performed. The patient's outcome was reported as well. This complaint involves (16) parts. Patient¿s past and future histories are captured and linked in these complaints: 1 of 3 ((B)(4)). This report is 9 of 16 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.